Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown event description: when they went to take the trocar seal off and detach it from the cannula to desufflate one of the tabs on the cannula snapped, fell into the cannula, and then went into the patient's abdomen. All pieces were retrieved from the patient. The latch tabs were being pinched at the time of breakage. There is no picture of the piece/component. It is unknown what instrumentation was being used during the procedure. The product is available for return. Intervention: case was completed as normal. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the cannula damage was caused during manufacturing or improper handling of the unit. However, the exact root cause could not be determined.

Event description:
Procedure performed: unknown. Event description: when they went to take the trocar seal off and detach it from the cannula to desufflate one of the tabs on the cannula snapped, fell into the cannula, and then went into the patient's abdomen. All pieces were retrieved from the patient. The latch tabs were being pinched at the time of breakage. There is no picture of the piece/component. It is unknown what instrumentation was being used during the procedure. The product is available for return. Intervention: case was completed as normal. Patient status: no patient injury.